Event description:
To achieve therapeutic benefit, the patient had to increase the neurostimulator amplitude to 4.0 volts. He experienced a shocking or jolting sensation at the neurostimulator location. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.